Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was not any frayed cables observed at the wrist, not any piece from the portion of the device that enters the patient's body detached or broke off. There was not any allegation that a needle fell or dropped during intraoperative use, and no issue with the instrument's motion.